Event description:
Blood was noted in the tubing after iabp for a short time. The iab was removed and no second was inserted. Event complications: none from the event - reported 09/29/1998. Pt's current status: unk - reported 09/29/1998.